Event description:
The pt is a gestational diabetic who was instructed by their physician to monitor their blood glucose at home on the suspect device and the pt was also placed on a particular diet plan. The pt was hospitalized for readings on the suspect device that were consistantly in the 200mg/dl range. The pt was placed in the hospital because their insurance would not cover outpatient eval. The pt's doctor compared the suspect device result of 224mg/dl to a hosp meter of 110mg/dl. No treatment was provided and the pt was just monitored throughout the weekend and then sent home after it was determined that the pt was fine.